Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain when walking / pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), gingival pain ("teeth/gum sores"), toothache ("teeth/gum sores"), fatigue ("fatigued/ exhausted"), abdominal distension ("bloating"), weight increased ("weight gain"), visual impairment ("vision change") and arthralgia ("joint pains"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pain, genital haemorrhage, gingival pain, toothache, fatigue, abdominal distension, weight increased, visual impairment and arthralgia outcome was unknown. The reporter considered pain, genital haemorrhage, gingival pain, toothache, fatigue, abdominal distension, weight increased, visual impairment and arthralgia to be related to essure. Company causality comment: this spontaneous case report was received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain ("pain when walking / pain") and genital haemorrhage ("heavy bleeding") after essure was implanted. The device was removed approximately seven years after implantation. Both events are serious due to their medical importance and anticipated in essure reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the plaintiff suffered from pain when walking and unspecified pain. Considering a positive temporal relationship and in the lack of alternative explanation, causality between pain and essure cannot be excluded. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given event's nature and in the lack of an alternative explanation, causality with genital haemorrhage and the suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention required). Other non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('these wires appears to have penetrated the myometrium'), pelvic pain ('pain / pain when walking') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 629300) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), gingival pain ("teeth/gum sores"), toothache ("teeth/gum sores"), fatigue ("fatigued/ exhausted"), abdominal distension ("bloating"), visual impairment ("vision change"), arthralgia ("joint pains") and device expulsion ("essure moved to uterus / migrated into uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and davinci assisted total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, gingival pain, toothache, fatigue, abdominal distension, weight increased, visual impairment, arthralgia and device expulsion outcome was unknown. The reporter considered abdominal distension, arthralgia, device expulsion, embedded device, fatigue, genital haemorrhage, gingival pain, pelvic pain, toothache, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2009. Concerning the injuries reported in this case, the following one/ones were reported via social media: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('these wires appears to have penetrated the myometrium'), pelvic pain ('pain / pain when walking') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. 629300) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), gingival pain ("teeth/gum sores"), toothache ("teeth/gum sores"), fatigue ("fatigued/ exhausted"), abdominal distension ("bloating"), visual impairment ("vision change"), arthralgia ("joint pains") and device expulsion ("essure moved to uterus / migrated into uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and davinci assisted total laparoscopic hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, gingival pain, toothache, fatigue, abdominal distension, weight increased, visual impairment, arthralgia and device expulsion outcome was unknown. The reporter considered abdominal distension, arthralgia, device expulsion, embedded device, fatigue, genital haemorrhage, gingival pain, pelvic pain, toothache, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2009. Concerning the injuries reported in this case, the following one/ones were reported via social media: device expulsion. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: lot number was added, reporter was added. New event added: embedded device. Event pain update to pelvic pain female. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain / pain when walking") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gingival pain ("teeth/gum sores"), toothache ("teeth/gum sores"), fatigue ("fatigued/ exhausted"), abdominal distension ("bloating"), weight increased ("weight gain"), visual impairment ("vision change"), arthralgia ("joint pains") and device expulsion ("essure moved to uterus"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pain, genital haemorrhage, gingival pain, toothache, fatigue, abdominal distension, weight increased, visual impairment, arthralgia and device expulsion outcome was unknown. The reporter considered abdominal distension, arthralgia, device expulsion, fatigue, genital haemorrhage, gingival pain, pain, toothache, visual impairment and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device expulsion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-jun-2018: social media case received, reporter added, event added:- essure moved into uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure for the device as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report was received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain ("pain when walking / pain") and genital haemorrhage ("heavy bleeding") after essure was implanted. The device was removed approximately seven years after implantation. Both events are serious due to their medical importance and anticipated in essure reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the plaintiff suffered from pain when walking and unspecified pain. Considering a positive temporal relationship and in the lack of alternative explanation, causality between pain and essure cannot be excluded. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given event's nature and in the lack of an alternative explanation, causality with genital haemorrhage and the suspect insert cannot be excluded. This case was regarded as incident since device removal was required (intervention required). Other non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.